Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, b7, g3, g6, h2, h6 (impact code, clinical code, type of investigation).

Event description:
It was reported and learned through investigation that a patient with a 25mm 7000tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of approximately 6 years, and 26 days month due to stenosis. The patient presented in heart failure. Tmvr was completed with a 26mm 9750tfx transcatheter valve and patient was in stable condition post-procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 7000tfx mitral valve in mitral position is under evaluation for a possible valve in valve procedure after an implant duration of approximately 6 years, 1 month due to stenosis. Tmvr has not been scheduled yet. (B)(6) 2019 to procedure date (B)(6) 2025 used to approximate duration.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per doc-(B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia and pre-diabetes.